Event description:
The ventilator was connected to a pt. The customer reports that when the pt forcefully coughed, the ventilator alarmed with an unk technical alarm. The ventilator then stopped cycling. There was no pt injury.